Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are the dual clamp, product ID: mas1355, serial/lot: unknown. H2) additional information in section g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative reported that the site suspected that deviated screw may have skived. The system did not detect any shifts/movement. The site felt that this meant the alarm was not working. The surgeon suspected it was due to the platform becoming loose. It was also noted that the deviation was confirmed by medtronic imaging scan.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: unk_mazorx_tool * unk_mazorx_tool is a placeholder for the platform* see b5. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that there was insufficient information to determine a cause. The investigation team found no plan for t2 right. It was suspected that this trajectory may have been executed using navigation rather than the guidance system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a prone scan and plan procedure, using a double sp clamp in open thoracic fixation, a screw was misplaced at the t2 right level, with the screw shank positioned approximately 20-30 millimeters (mm) lateral of the planned trajectory, to the pedicle. The event occurred during the procedure, and the patient was under anesthesia. One screw was affected out of those planned for t2-t7. The case was completed using robotics and navigation. It was unknown if there was any patient complications as a result of the event. Additional information was received. It was reported that there were no obvious patient symptoms observed by the surgeon. There was a 30-minute surgical delay. Troubleshooting was not performed during the surgery. The guidance system was removed and medtronic imaging and navigation were utilized to correct the screw.

Manufacturer narrative:
Section a) patient information was not available. H3, h6: the exports/logs were returned and pending clinical analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction made to sections e and g. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.